Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, it appears that the calcification reported may have been caused by patient¿s pre-existing disease process. There was no allegation of a device deficiency. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Approximately 5 years and 10 months post implantation of a sapien valve, the valve was stenotic and a 2nd 26mm sapien 3 valve was implanted. The valve was successfully deployed and the patient was discharged with no complaints of chest pain or shortness of breath. Upon review of medical records (discharge, consult and echo report), the patient presented with itching, fatigue, and was found to have a new onset liver failure with coagulation abnormalities. The patient has some dyspnea on exertion and showed the potential of tavr valve stenosis. An echo (tee) performed 21 days pre valve-in-valve revealed heavily calcified bioprosthetic aortic valve stenosis with decreased excursion. In addition, the echo noted a peak gradient of 63mmhg, mean gradient of 40mmhg with an aortic valve area (ava) of 0.4cm2.